Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pericardial effusion occurred just after the implant of the implantable pacing lead (ipl) and was indicated as possible pericardial intrusion. The ipl was removed and replaced with a different lead. No further patient complications have been reported as a result of this event.